Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
The stated date of event in our follow-up report #01 was incorrect. It should have been (B)(6) 2014 instead of (B)(6) 2014.

Event description:
The customer reported that he missed an anti-e and anti-s when testing with biotestcell 3 on tango optimo. The customer reported that the images appeared visually positive and therefore the negative results of tango optimo were edited by technician. The customer has neither returned the samples that had caused a false negative test result nor the supposedly defective product nor the images of tango optimo. Therefore our quality control laboratory tested the retained tango optimo sample with negative and positive control and some antibodies, e.g. Anti-e. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected. Its camera values were found to be out of range and have been adjusted to the valid range. After this service intervention, the customer feels comfortable with the instrument performance no further issues were reported.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he missed an anti-e and anti-s when testing with biotest cell 3 on tango optimo. The customer reported that the images appeared visually positive and therefore the negative results of tango optimo were edited by technician. The customer has neither returned the samples that had caused a false negative test result nor the supposedly defective product nor the images of tango optimo. Therefore our quality control laboratory tested the retained tango optimo sample with negative and positive control and some antibodies, e.g. Anti-e. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected. Its camera values were found to be out of range and have been adjusted to the valid range. After this service intervention, the customer feels comfortable with the instrument performance no further issues were reported.

Event description:
The customer reported that he missed an anti-e and anti-s when testing with biotestcell 3 on tango optimo. The customer reported that the images appeared visually positive and therefore the negative results of tango optimo were edited by technician. The customer has neither returned the samples that had caused a false negative test result nor the supposedly defective product nor the images of tango optimo. Therefore our quality control laboratory tested the retained tango optimo sample with negative and positive control and some antibodies, e.g. Anti-e. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected. Its camera values were found to be out of range and have been adjusted to the valid range. We are waiting for a follow-up report on this issue.